Event description:
The customer called to report unexplained high blood glucose levels. The customer's most recent blood glucose was 363 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted at the time of the call. Later, the customer's mother reported that she made a call to the emergency room. The mother was assisted in checking the customer for ketones, and the test was (B)(6). The mother was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.